Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo." Another test performed also read "lo." No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of blood result reading of "lo". Another test performed also read "lo". No adverse event reported.